Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs freedom lite meter and fs strips were reviewed. The dhrs showed the fs freedom lite meter and fs strips passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the blood sample to the adc glucose meter, the test would not start, and therefore was unable to obtain glucose readings. The customer felt unbalanced and consequently fell down and had contact with a healthcare professional. A glucose reading of 33 mg/dl was obtained and customer was treated with oral glucose and orange juice for diagnosis of hypoglycemia. A post-treatment reading of 57 mg/dl was also reported and no further treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the blood sample to the adc glucose meter, the test would not start, and therefore was unable to obtain glucose readings. The customer felt unbalanced and consequently fell down and had contact with a healthcare professional. A glucose reading of 33 mg/dl was obtained and customer was treated with oral glucose and orange juice for diagnosis of hypoglycemia. A post-treatment reading of 57 mg/dl was also reported and no further treatment was rendered. There was no report of death or permanent injury associated with this event.